Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 540 mg/dl with ketones. Reportedly, the customer's health care provider identified the ketone level as dangerous. While at the ER, the customer was treated with insulin and fluids. 6 hours later, the customer left the ER with a bg level of 200 mg/dl and feeling better.